Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify reported issue through device electronic data review. The technician was not able to duplicate the issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power during intervention on a patient. In this state the device may not be able to provide defibrillation therapy if it were needed. This issue is patient related; however, there was no adverse patient outcome reported.